Event description:
A trilogy evo loaner ventilator was returned for service to the manufacturer. No patient harm or injury was reported. No device problems were reported. Upon servicing the ventilator, a ventilator inoperative error code was found due to a failure in the machine flow sensor. In conclusion, the device needs a new machine flow sensor to address the issue. The device has been scrapped.

Manufacturer narrative:
The reported failure of a ventilator inoperative alarm iis accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.